Event description:
It was reported that catheter entrapment occurred. The patient presented due to st elevation myocardial infarction. The 100% stenosed target lesion was located in the non calcified and non tortuous left anterior descending artery. The 2.00mm x 20mm emerge balloon catheter was advanced to the lesion. The balloon was inflated at an unknown atmosphere three times without problem. However, the balloon catheter was stuck on the non bsc guide wire. The 2.00mm x 20mm emerge balloon catheter and the non bsc guide wire were removed together from the patient. An attempt was done to separate the balloon catheter and guide wire but removal difficulty and friction were encountered. Another unspecified guide wire was advanced to the lesion and the procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The batch number on the device matched the reported complaint info. Examination under magnification revealed that the inner shaft was buckled within the balloon and the tip was damaged. The inner diameter (ID) of the proximal end of the catheter is within specification. The ID of the distal tip could not be measured due to the tip damage. The guide wire used in the complaint event was not returned for product analysis. Functional testing was performed by attempting to insert a forte guide wire into the proximal of the catheter; the guide wire could not pass through the buckled shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The patient presented due to st elevation myocardial infarction. The 100% stenosed target lesion was located in the non calcified and non tortuous left anterior descending artery. The 2.00mm x 20mm emerge balloon catheter was advanced to the lesion. The balloon was inflated at an unknown atmosphere three times without problem. However, the balloon catheter was stuck on the non bsc guide wire. The 2.00mm x 20mm emerge balloon catheter and the non bsc guide wire were removed together from the patient. An attempt was done to separate the balloon catheter and guide wire but removal difficulty and friction were encountered. Another unspecified guide wire was advanced to the lesion and the procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).